Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 1026993 was performed by the review of the manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained of a positive result showing an atypical curve with the bd sars-cov-2 reagents kit lot 1026993. The sample was tested with two other methods, with negative results both times (genexpert and aus diagnostic platform). Customer provided one run file (run #1281) from instrument ct1715 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across samples of run #1281. Analysis of the data revealed that only one sample (position a1) obtained a positive result, for both n1 and n2 targets. Associated curves were unusual, with a linear shape, uncharacteristic of true amplification of either target. A similar shape was also observed for the rnasep target, suggesting that an issue of unknown origin had occurred, specific to this sample or this reaction. Indeed, the three other samples contained in this run were negative and the amplification of the rnasep target was as expected. This explains the discrepant result when repeated on 2 other platforms. It must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Bd was unable to confirm the exact cause of the customer¿s positive result. Based on the information provided, only one sample was affected, suggesting an isolated event. No product issue is suspected. The root cause was not identified. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1026993. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using the genexpert and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer has confirmed with genexpert and aus diagnostic platform that result is negative, due to strange curve result was not released to medical staff or patient".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using the genexpert and the result was negative. The customer stated results were not reported out so there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer has confirmed with genexpert and aus diagnostic platform that result is negative, due to strange curve result was not released to medical staff or patient."